Event description:
Synvisc injection only gave her relief for 4 days [joint pain] ([therapeutic response shortened]). Case narrative: initial information received on 23-may-2025 regarding an unsolicited valid serious case received from a patient. This case involves a 85-year-old female patient who stated synvisc injection only gave her relief for 4 days with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection, strength: 48 mg/8ml, intra articular (dose, frequency and indication: unknown). Patient reported that her previous synvisc injection only gave her relief for 4 days (pain) (therapeutic response shortened) (event onset date and latency: unknown) (unknown batch number and expiry date) (seriousness criteria: medically significant). Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for the event. Corrective treatment: not reported for the event. At time of reporting, the outcome was unknown for the event. A product technical complaint (ptc) was initiated on 23-may-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). The ptc stated that: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 13-jun-2025 with summarized conclusion as no assessment possible. Additional information was received on 13-jun-2025 from product quality department: ptc details added, clinical course updated, text amended accordingly.